Event description:
Per the clinic, the patient experienced lack of auditory stimulation with the device since initial activation. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device (transcutaneous osia implant system) during the same surgery.